Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cytourethroscopy, urethral dilation, sling placement, anterior paravaginal wall repair and posterior colporrhaphy due to cystocele, rectocele, urinary retention, urge incontinence and mild stress incontinence. It was reported that the patient underwent mesh removal on (B)(6) 2012 due to pelvic pain, adhesions, recurrent cystocele, urinary retention, vaginal cicatrix, anterior vaginal wall pain, grade ii cystocele resulting in cystourethroscopy, right ureteral catheterization, exploratory laparoscopy, extensive adhesiolysis, sacral colpopexy, marshall-marchetti-krantz cytourethropexy, anterior vaginal wall exploration with urethrolysis and excision of suburethral sling.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele, rectocele and stress urinary incontinence. It was reported that patient underwent excision of suburethral sling on (B)(6) 2012 due to vaginal scarring and pelvic pain.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat a cystocele, urinary retention, urge incontinence, a rectocele, and mild stress incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, bowel problems, organ perforation, recurrence, fistulae, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent mesh revision on 07/11/2012 due to pelvic pain, adhesions, recurrent cystocele, urinary retention, vaginal cicatrix and vaginal wall pain. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that following insertion patients experienced urinary urgency.